Manufacturer narrative:
The pump passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. The pump was received with a high idle current due to a faulty lcd driver. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that battery was lasting less than one week. Customer's blood glucose was unknown. Troubleshooting was performed and customer was advised that battery cap would be replaced. Customer called back after receiving battery cap and reported that new battery cap did not resolve issue. Customer was advised that insulin pump would be replaced.